Manufacturer narrative:
Product analysis #703524243:analysis information -- 2020-05-06 14:39:55 cst pli# 10 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that the patient had the ins replacement due to normal battery depletion. It was reported that patient was programmed with the same setting as the previous ins. It was reported that post op stimulation was turned on and impedance were all less than 2k ohms. It was however stated that the patient was worse than before. Reports impedance on contact 3: 2020 ohms. Rep stated that patient was programmed with 1/2. Rep called back when they were with the patient, but prior to calling in the physician had done multiple different impedance with multiple different positions. Caller reports patient is programmed: left - 0-1+ 4.3v/90pw/180hz. Therapy impedance: 1177 ohms 3.7ma right 9-10+ 3.0v/90pw/180hz. Therapy impedance: 1233 ohms 2.4ma it was stated that the patient's right hand was not controlled, patient had more tremor. Patient reported getting tremor when they raise their right hand above the head, when patient reports their right hand the tremor goes away, and it was reported that this is a feature of the essential tremor. The left hand was well controlled. Electrode impedance tested on the left brain 3v. With patient laying down and his right arm over head c0: 983 ohms c1: 826 ohms c2: 814 ohms c3: 1065 ohms 01: 1183 ohms 02: 1464 ohms 03: 1937 ohms 12: 1103 ohms 13: 1648 ohms 23: 1286 ohms electrode impedance recheck with patient's right arm overhead and sitting 3v c0: 986 ohms c1: 1179 ohms c2: 820 ohms c3: 1075 ohms 01: 1179 ohms 02: 1464 ohms 03: 1937 ohms 12: 1103 ohms 13: 1648 ohms 23: 1286 ohms the rep reported that ins voltage implant was 3.17v and it was 3.08v on the day of the report. Patient had an x-ray done and all looked good. Impedance readings were reviewed for the rep. Reprogramming was done last friday, and they were considering reprogramming again on the day of the report. Additional information was received on (B)(6) 2020 from a consumer via a manufacturer representative (rep). It was reported the implantable neurostimulator (ins) was faulty. The patient experienced symptom return on the right side of their body after the battery was replaced in (B)(6), only on the left side of the body, right brain. There were no known environmental/external/patient factors that could have led up to/contributed to the issue. The patient did not fall and is compliant. The patient was seen by a neurologist and went through orthostatic testing. Impedances were measured. The neurologist determined that the symptoms may become more controlled if the battery was left in place for a month and then reanalyze it. An MRI was taken to verify that the system was intact and that there were no fractures or breaks. The patient was scheduled for surgery on (B)(6) 2020 for a battery replacement. It was the neurologist's thought that maybe the battery was faulty or that there was an issue with the connection of the extension to the battery. The issue was resolved.